Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported swelling of the Omnipod PDM battery. The patient observed that the back panel of the device began separating from the housing due to apparent battery expansion. At the time the swelling was identified, the PDM was not connected to a charger, however the Insulet-supplied charging cable is used for charging. Blood glucose levels were not reported. Medical assistance was not required.